Event description:
A ventilator was evaluated by the customer, and a leak was observed. There was no harm or injury reported. During the evaluation of the ventilator by the customer, the oxygen blending module was found to have a broken connector. The device's oxygen blending module assembly needs to be replaced to address the issue.